Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) provided inappropriate anti-tachycardia pacing (atp) and delivered two inappropriate shocks for the patient's atrial arrhythmia with rapid ventricular response (rvr). The therapy converted the rhythm. No additional adverse patient effects were reported. This ICD remains in service.